Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet with an inset 6 mm, with no alarms or evident set, cartridge, or connector issues, and was advised to perform a set change and use backup therapy; the user later disconnected from the pump due to highs, then reconnected with a reported glucose of 168 mg/dl and requested training and review of reports. Symptoms included hyperglycemia with reported values exceeding 400 mg/dl and glucose outside 70¿180 for most of the day, without ketone testing, medical intervention, or acute complications. Outcomes included no hospitalization, no emergency care, and no assistance required for backup therapy. Investigation included customer service troubleshooting, guidance on infusion set change, recommendation to use backup therapy, and referral for additional training and data review. Investigation of this case revealed no confirmed device malfunction, no alarms, and no observed infusion set, cartridge, or connector defects, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was not determined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.